Event description:
A malfunction was reported with a malfunction code of 12. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information to reset the pump and assisted the caller with the reset process.